Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report: 2183959-2012-01877. It was reported by the plaintiff's attorney that the plaintiff was implanted with an elevate anterior repair system on (B)(6) 2010, to treat her pelvic organ prolapse. The plaintiff experienced significant mental and physical pain and suffering, sustained permanent injury, permanent and substantial physical deformity, emotional distress, has undergone or will likely undergo corrective surgery or surgeries.